Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the life vest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the rear therapy electrodes. The irritation was described as being red and itchy the skin "broken open." The patient's physician recommended a hydrocortisone cream for the irritation. Follow-up indicated that the irritation was healing.